Event description:
No blood glucose levels were provided. The customer reported that the insulin pump had a crack on the screen. The customer reported that the insulin pump was dropped while changing the infusion site. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked lcd window at bottom right corner, cracked case at display window corners. Cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.